Event description:
Related manufacturer report number: 3006705815-2024-03190, 3006705815-2024-03191. It was reported that the patient presented with an infection at the ipg site. The patient was started on antibiotics. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted to address the issue. Additionally, it was also reported that the extensions were cut and left implanted during the surgical procedure on (B)(6) 2024.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which a new ipg was implanted and the pocket site was repositioned. Therapy was restored post-op.

Manufacturer narrative:
A patient presented with an infection at the ipg site was reported to abbott. The patient was started on antibiotics. Surgical intervention was undertaken wherein the ipg was explanted to address the issue. Additionally, it was also reported that the extensions were cut and left implanted during the surgical procedure. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. In an update it was reported the ipg was replaced and repositioned on (B)(6) 2024. The ipg pocket was moved to left flank and directly connected to previously implanted penta lead. Contacts 10-16 showed >10000. Physician states the tail end of lead looked damaged however the lead was not replaced at the time. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.